Manufacturer narrative:
(B)(4). The initial manufacturer report was incorrect. The event description, evaluation codes and remedial action has been updated.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received the device. The device was unable to be evaluated for the upstream occlusion alarms, as a constant clean load point #2 alarm was experienced during evaluation. A review of the event history log was not performed as recorded events of upstream occlusion alarms cannot confirm the symptom; it is unclear if an occurence of upstream occlusion alarms in the history log is a true or false alarm. The upstream sensor was replaced to alleviate the constant clean load point #2 alarm.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.